Event description:
It was reported vns patient complaining that his lead had broken through his skin and was exposed. On seeing patient, nurse said his lead was indeed exposed through the lower end of his neck scar-line and a loop was visible. Nurse contacted neurosurgery who saw the patient, started him on prophylactic antibiotics (even though scar line clear and no sign of infection) and patient was due to see the surgeon.

Event description:
Additional information was received from nurse that she first became aware of the lead extrusion on (B)(6) 2016. The patient was an urgent extra nurse's my clinic. Patient's mother had noticed the extrusion the previous day. It was reported that the wound around the lead was slightly red; the appearance was bizarre as it appeared as if the lead had come out of one whole and into another but the wound between appeared to be healed. It was reported that the device was explanted on (B)(6) 2016 and the patient given antibiotics (flucloxicillin). The plan is to re implant the device at a later date. It was reported that patient had been checked every 6 months as the battery was functioning well and was still half full. There is no report of any weight loss. It was reported that the patient has mild learning disabilities therefore may possibly has manipulated the device however his mother did not seem to think this was the case. It was reported that foreign body rejection is a possible cause of the event.

Manufacturer narrative:
Corrected data: the initial submitted MDR #0 inadvertently provided the wrong suspect device for the event.